Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had experienced longer than usual charging times over the past week. The patient received error code 2703 on their programmer, indicating they were receiving less than the requested therapy, alongside increased olfactory sensations. The representative was unaware of any accident or trauma, nor whether the patient attempted to increase stimulation to a certain level. Technical services reviewed potential causes of the "out of regulation" error message. No known environmental or external factors have contributed to the issue. Diagnostics involved interrogation over the phone using the patient programmer, confirming error code 2703. Planned interventions include visiting the patient's facility to conduct an impedance check. The issue remains unresolved at the time of the report, and the healthcare professional has no further information. No surgical intervention has occurred or is planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that there was an impedance issue on one of the contacts. The cause of the issue remains unknown. The patient switched to a group that wasn¿t using that contact. The issue was resolved. The information was confirmed with the healthcare provider.